Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-feb-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failed after the 1.8 upgrade. A field service engineer (fse) assisted the customer and checked some settings on the device. Then, they found that no internet protocol (ip) address was assigned to the pyxinet network. The fse assigned one ip address (192.168.0.1) and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer failed after 1.8 upgrade. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.